Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received pictures showing two open samples with the needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account that there are previous confirmed complaints of this code-batch for the same issue and the open samples of the pictures received show the needle detached from the thread and the thread still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received, only pictures. Final conclusion: taking into account the pictures received showing two defective samples and that there are previous confirmed complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needle is detached from the thread. Additional information has not been provided.